Manufacturer narrative:
Final analysis found that the outer and inner insulations were damaged and two of the outer coil filars were fractured at 32.0 cm to 34.0 cm from the connector pin as a result of clavicular crush. An abrasion exposing the outer coil was noted at 24.5 cm to 24.7 cm from the connector pin. The abrasion was consistent with exposure to constant friction to another implantable device.

Event description:
It was reported that the right atrial lead sustained clavicular crush damage. The lead was explanted and replaced.